Event description:
The following has been reported by customer: turns itself on with an alarm that states, error 17-0001!!! Battery charge. But IV pump is constantly plugged in. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.